Manufacturer narrative:
(B)(4). At this time, the suspect component is under evaluation and results are pending. Once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator's battery only lasted 10 minutes. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical visually inspected the defective battery and it did not show any signs of physical damage. The battery voltage output was measured and read 13.23v. The battery was then installed into a known good top-level unit and powered on and cycled at a volume of 800ml. The battery lasted roughly 1 hour before the unit gave a low battery alarm and shut-down at around 10 minutes afterwards. The reported issue was not duplicated even without any charging performed to the battery.